Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a ted stocking. The customer reports a pt who was wearing teds ended up having severe hematomas and wounds on their legs. The pt's wounds were dressed. There was no unanticipated tissue loss, tissue damage or bleeding.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.